Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva hf y tubing widened during CT scan. The following information was provided by the initial reporter: customer responded on 16-jun. 1. Could you please confirm what pressure they were administering the infusion medium at during the incident? The contrast injection rate was 4.0 ml/sec. 2. Could you please confirm if the date of the event was june 3rd? If not, kindly provide the exact date of the event in the mm-dd-yyyy format. The date of the incident was (B)(6) 2025.

Manufacturer narrative:
The complaint of a damaged catheter was confirmed. One 20ga nexiva unit was provided for investigation. The sample exhibited ballooned extension tubing, which appeared to be associated with over pressure. The nexiva catheter is suitable for use with power injectors rated for a maximum of 300 psi. Measures should be taken to avoid kinking or obstructing the catheter system during power injection to avoid product failure. It is recommended to check the catheter system for any obstructions or kinks immediately before power injection. The damage likely occurred during use as the catheter exhibited residue from use and no defects associated with the manufacturing process were noted on the catheter. It is recommended prior to use of bd devices to review the instruction for use documentation to mitigate the chances of a failure occurring. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.